Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen failed to power on and displayed horizontal lines, rendering the display unreadable; the user reverted to a prior insulin pump and administered a manual subcutaneous insulin injection. Symptoms included hyperglycemia with a reported maximum blood glucose of 300 mg/dl. Outcomes included a temporary interruption of normal device use and the need for back-up therapy without hospitalization or professional medical intervention. Investigation included remote troubleshooting and verification of the visual display malfunction via user-supplied photos, confirmation that charging did not resolve the issue, and receipt and inspection of the returned device. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.